Event description:
Information was received from a patient (pt) regarding an external device. It was reported that they were unable to get their implanted neurostimulator (ins) to take a charge; pt had been without therapy and in pain since monday due to ins not charging/connectivity issues. When patient services (ps) tried to gather event date for beginning of charging issues, pt said had been going on for 'a while,' but within the last couple of days had been refusing to charge at all. (Pt had initially said a year ago their issues started, but was talking about adjusting stim settings on controller, see case rtg0442406) the event date was hard for ps to follow specifically for the charging issue. Pt stated that now the recharger (rtm) would not connect at all, and the controller would make a clicking noise like connection was being made, and then an error screen would come up saying to contact medtronic. Pt did not recall the details of the error screens. Ps asked pt to start a charging session and pt said they'd go through the same cycles of trying to connect and not connecting (pt briefly managed to connect and start charging while on call, but then lost connection shortly after). Pt said they had to 'finagle' the cord in controller port because a lot of times the controller wouldn't register the rtm; jiggling the cord a little bit would sometimes get controller to 'pick up' recharger. Pt inspected the controller port and rtm plug and stated they both looked good. Pt confirmed the rtm would heat up abnormally occasionally. The issue was not resolved. An email was sent to the repair department to replace the rtm. Pt mentioned they had their rtm replaced 'not too long ago.'

Manufacturer narrative:
Concomitant medical products: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.